Event description:
(B)(4). Immediately after device implanted, I began having stabbing pains, heavy periods that last days longer, sweating spells, night sweats, hair loss, bloating and weight gain...very debilitating stomach pains.